Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was was contacted, reviewed the available data and recommended follow up with the physician; however, the follow up was cancelled. This rv lead remains in service. No adverse patient effects were reported.